Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had some atrial noise episodes. It was determined that the noise was due to exposure to electromagnetic interference, but did not know what the source of it was. The patient was not forthcoming on explanations or additional details of activities. The implantable cardioverter defibrillator (ICD)&#1157;mains in use. No patient complications have been reported as a result of this event.